Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failing intermittently drawer three - one on the main. A field service engineer conducted an inspection of the station and successfully replaced the damaged retractor band to address the issue. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system's pyxis cubie drawer is experiencing persistent failures. A customer has reported a 30-minute delay in the retrieval of critical medications, specifically norco 10 mg. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed repeatedly. The field service engineer cleaned and receded header on row board cable and replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system's pyxis cubie drawer is experiencing persistent failures. A customer has reported a 30-minute delay in the retrieval of critical medications, specifically norco 10 mg. There were no adverse events or injuries reported based on this event.